Event description:
Additional information received from the manufacturer representative indicated the devices were "working normal."

Manufacturer narrative:
Concomitant medical products: product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead.

Event description:
The consumer reported via the manufacturer representative that she had a shocking sensation when she stood with her arms in front of her. It was unknown what may have led to the issue. The patient was going to meet with the representative on (B)(6) 2016 to troubleshoot. No interventions had been taken at that time and the issue was not resolved at the time of the report. Further information received from the representative reported that contact 15 was >10000. It was noted that it was not an active contact in the patient's program and the implanting physician was advised. The patient was going to meet with a healthcare provider on (B)(6) 2016. The indication for use was spinal pain.

Event description:
Additional information received from the manufacturer representative reported that program one was 6.8v and program two was 7.6v. The settings had four cathodes, three anodes, a frequency of 60hz and a pulse width of 450. The device was at end of service and no impedances were captured. The patient had felt a shock last friday and then nothing and that was when they saw the end of service message. The change in therapy or symptoms was considered sudden. Additional information received from the representative reported that because the device had reached end of service it could not be interrogated. The patient had been referred to her managing physician for follow-up.

Event description:
Additional information was received from a consumer. It was reported that the patient stated that the stimulator was put in on (B)(6) 2016. The patient stated that they were shocked right away and got worse and worse. Three weeks or longer post implant, they were guessing, that the patient got a big shock and spoke to a manufacturer's representative (rep) and was told that the patient turned it to high too many times and caused it to short out and the patient stated that they never turned it up once. The patient stated that they didn't believe the rep. The patient stated that medicare wouldn't approve of another ins unless the patient had advocacy and they wouldn't do that. The patient stated that they were disappointed because the stimulator work for them. The patient stated that they can¿t use the device now, but haven't had it removed. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.